Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After a couple of weeks, the toothbrush snapped near the head. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After a couple of weeks, the toothbrush snapped near the head. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on quality investigation, one return sample was received for evaluation on (B)(4) 2012. Visual inspection and analysis was performed. During the overbend test no toothbrush was broken. The claimed toothbrush has been manufactured according to the specification. No manufacturing error has been detected. The lot number was updated from unspecified to 05412sgh1. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted on (B)(6) 2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.